Event description:
Report received from abbott international affiliate (abbott australia) of a tubing separation while in pt use. No specific pt info was provided, but it was reported that the tubing set "came apart in the middle at the blue foil juncture". Additional info was requested, but no further info was provided.